Event description:
It was reported that pump experienced malfunction alarm identified as malfunction 9, with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Technical support guided caller through pump reset steps, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed caller to contact support again if malfunction alarm occurred again.